Manufacturer narrative:
The device was not yet returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A operating room (or) business manager reported that on (B)(6) 2018, an a2000 mayfield 2000 skull clamp wobbled while setting up the patient for a cervical fusion procedure. There was a few minutes delay to surgery while getting the other system. Additional information received on 09aug2018 indicated that the surgery was completed with another headrest and it worked fine. There was no patient injury with the device because it was not used when it was not working properly.

Manufacturer narrative:
The device was returned to the manufacturer for physical evaluation. With respect to the returned unit it has passed all specific functional testing requirements, when unit is properly positioned and put under pressure unit will function properly. Unit needs heli-coils added to large starburst threads. General maintenance and cleaning required. The device history record review confirmed the labeling, material, and process controls were within specification with no associated mrr¿s, variances or rework. No service history is on file for this device. The reported complaint is not confirmed. No issues were observed from the evaluation.

Event description:
N/a